Manufacturer narrative:
(B)(4). Date sent: 3/10/2026. D4 batch #: unknown. Additional information was requested and the following was obtained: could you please provide the lot number? =>unk . The customer requested to return the actual device without the investigation it because it was found that the devices could not be removed due to the splitting the handpiece hausing. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of an image submitted for evaluation. The images provided by the customer show a harhpgr device attached to har36, the hp nose cone appears to be cracked. Based on the photo, the reported event was confirmed. However, no conclusion could be reached as to how this issue occurred through photo analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown surgery, the handpiece could not be removed from the device. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. The number of remaining uses of harhpgr was unknown. There were no adverse consequences to the patient. No further information is available.